Event description:
It was reported that "when the item was to be utilised (injected) it failed and broke off during the preparation. This occurred on both occasions." No injuries or consequences reported. 2 syringes reported. Associated mdrs: 3014909464-2026-00054.

Manufacturer narrative:
(B)(4).